Event description:
The customer reported this event involved a newborn that was undergoing open heart surgery. Upon opening the kit, the catheter appeared to be bent to a 90 degree angle. According to the physician who placed the catheter, there was nothing out of the ordinary during insertion. The catheter was straightened and placed without any apparent problems. However, when the open heart surgery began, the surgeon discovered that the tip of the catheter had punctured the superior vena cava and the catheter was in a 90 degree angle. As a result, the punctured vein was sewn with no further damage to the patient.